Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "whitening of the skin" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1.5 ml of juvéderm® voluma¿ with lidocaine in the chin. During injection, "whitening of the skin" was observed in injection site. Injection was stopped. Patient was treated with longidaza 9000u every 4 hours for 2 days; aspirin 1 tab qd (one per day) 5 days; trental 1 tab tid; sulodexid 2,0 qd, im, 5 days; ciprolet 500mg bid, 5days; hyperbaric oxygen therapy qd, 5-10 days. Symptoms resolved.